Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was because the high-frequency instrument was used without sufficient distance from the tip. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): 3.2 inspection of the endoscope. 4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope's forceps holder was burnt. There were no reports of patient involvement.